Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple auto mode switch episodes were observed due to far field r-wave oversensing during a routine follow-up. The patient was non-dependent and asymptomatic. Programming changes were recommended.